Event description:
The user facility reported to terumo cardiovascular systems (tcvs) that during vein harvesting procedure, the cautery function of the mcvs550 was working intermittently. Varying attempts to cut branches of the saphenous vein were not successful, and bleeding occurred from several branches. An estimated 400-500cc of blood loss was reported. The single leg harvest stopped bleeding after protamine was administered to reverse the heparin given. The leg was closed after the bleeding stopped. The leg was dressed, and an ace wrap bandage was applied. A follow up days after the operation showed no signs of a hematoma on the leg. The operation was completed after only a 15 minute delay to replace the bipolar cord and surgical generator. The bipolar cord from the harvester handle was found (by biomedical staff) to be the site of intermittent current into the receiving side of the mcbicord1. The actual mcvs550 was not changed out, and the surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo will be submitting a follow-up report when the investigation is complete and more info becomes available, thus reference code 11. (B)(4).